Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review to evaluate any potential progression of short to shield. The log files continued to capture the known driveline fault events. There were no other unusual events recorded in the log file event history. The driveline phase data showed slight degradation in phases b and c.